Manufacturer narrative:
The customer only returned the probe which was visually inspected, and no obvious defects were found. The radio frequency identification (rfid) tags on the probe was tested and there was no response from the black and gray light emitting diode rings on the console. The cut rate displayed the default setting of 2500 cuts per minute on the console display. A block reader was then used to interrogate the rfid's programmed information, zero results in all blocks indicated the rfid was not programmed during production. This observed issue will result in the customer¿s experience. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error during production, the probe rfid tag was not programmed. Action will not be taken based on this occurrence. An analysis of similar complaints confirmed no unfavorable trend for this event. Routine training is performed to ensure non-conforming product is rejected and placed in a reject bin during production. Quality assurance will continue to monitor and will take action for future occurrences as is deemed necessary. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe could not cut and did not aspirate during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no impact to the patient.